Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board and the error message was cleared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a non functional stimulation board.

Event description:
During a 4 level lumbar ablation procedure, the generator displayed the error message, "controller incompatible or not responding." And the procedure was cancelled. Troubleshooting would not resolve the issue so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.